Manufacturer narrative:
The suspect device was returned for evaluation. During functional testing, the tracheostomy tube cuff was pressurized. The cuff was observed leaking from seven small tears within 1mm of each other on the device cuff. Manufacturing perform a 100 percent inflation test prior to product release, had the cuff leak been present at that time, it would have been detected and the product scrapped. Additionally, the customer reported that they had checked the device for leaks prior to intubation, and no leaks were found. The device reportedly began leaking after 2 days of patient use. Therefore, the cuff is believed to have become damaged during device use. No evidence was found to suggest the reported event was caused from an intrinsic product problem.

Event description:
A report was rec'd stating that after 2 days in use, the ventilator alarm activated due to the pilot balloon deflating and cuff leakage was observed. Device was reported to have been leak checked prior to use. No incident related medical sequela was reported.

Manufacturer narrative:
Manufacturer completed the entire form. Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.